Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.other device used in the event:model: qc-3-6-3d / lot: 9797454, dom: (B)(6) 2013, exp: 03 sep 2016.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information received per medwatch# mw5035678.treatment of a ruptured aneurysm located in the right middle cerebral artery. The patient was enrolled in a multi-center prospective aneurysm clinical trial and was randomized to the bare platinum treatment arm. It was reported the patient underwent coiling embolization involving two axium coils without issues. Seven days later on (B)(6) 2013, the patient developed a sudden onset of transient left-sided weakness prior to discharge that lasted for one day. A CT (computed tomography) scan / cta (computed tomography angiography) were performed and revealed a mild/moderate vasospasm, improvement in edema, and late subacute infarction in the right corona extending to the right middle frontal gyrus. The patient was treated with nimodipine, statin, aspirin, sodium monitoring, and bp (blood pressure) monitoring. The patient improved and was discharged on (B)(6) 2013.